Manufacturer narrative:
This device is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.0/+4.5/90 diopter, in the patient's left eye (os) on (B)(6) 2014 and noticed lens rotation early postoperatively. The lens was repositioned on (B)(6) 2015 but the lens rotated again. The lens was exchanged on (B)(6) 2016 with a spherical model lens with same diameter. This resolved the problem. Patient's post-op best-corrected visual acuity was 20/20 and uncorrected visual acuity was 20/30.